Event description:
Needle detached from hub during use.

Manufacturer narrative:
It was reported by the customer contact that during placement of arterial catheter when the needle was removed, it detached from the hub and remained in the patient. It was reported that the needle was removed and the procedure was completed without complication. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.